Event description:
In 2013, I consulted with dr. (B)(6) regarding breast implants. He highly recommended allergan natrelle 410 silicone textured breast implants. He explained that they were the "bentley of breast implants" and I'd never have to replace them. They were more expensive but he convinced me all the benefits. Furthermore, I am a transgender woman of color. And dr. (B)(6) initially said to me "I usually do not perform breast augmentation until you've had bottom surgery. But since you are getting these, I'll do it this one time." With his medical recommendation, I had this type of implant placed in my body approximately the beginning of 2013 by dr. (B)(6) since breast implants are a medical device, each has a unique tracking number that must be reported to the manufacturer, allergan. The doctor's office is expected to provide this information along with the patient's name and contact information to the manufacturer soon after surgery. However, dr. (B)(6) did not follow proper protocol and he did not report the implanted devices to allergan. (More on that later) (B)(6) instead, dr. (B)(6) explained that with natrelle 410 implants, I qualified to participate in a study, the 410caxl-0001 continued access ide study. I would have follow-up appointments on the 1st, 2nd, and 5th years after my implant surgery. At each appointment, he would examine me and report his findings to allergan. Allergan would mail me a payment for each follow-up session. I agreed to be a participant. I have included a document from allergan that explains the study along with a copy of an appointment card for the follow-up study session and a check stub from one of the payments. While I didn't know this at the time, not only did I receive payments from allergan, dr. (B)(6) received payments as well. According to the open payments data on the (B)(6) website, dr. (B)(6) received a total of $(B)(6) in "research" payments from allergan for his participation in the study. In 2013, the first year natrelle biocell textured silicone implants were on the market and the year mine was implanted, he received $(B)(6); in 2014 he received $(B)(6); and in 2015, he received $(B)(6) from allergan ( (B)(6)). The final report for the natrelle® 410 x-style and l-style breast implants continued access study that I participated in can be found on the following website: (B)(6). Please note: this study had a total of 58 study sites in the us and 7 of the participating surgeon's practice in (B)(6). In (B)(6) 2021, I experienced extreme pain in my right breast. I was not able to sleep at night and it felt like it was squeezing around the implant. Even having blankets on top of me was impossible due to the pain. I felt nausea. And due to the covid-19 pandemic lockdowns, I didn't know what type of access to clinical care I could receive. Eventually, I tried to do a self-breast exam despite the extreme pain and found a large lump. Being scared, concerned, and in tears, I called dr. (B)(6) office and asked about my implants. The office staff informed me that if I wanted detailed information about the implants, I would need to pay $(B)(6) to obtain my medical records. Wow really? I didn't understand why I would need to pay $(B)(6) to access a "vault" where my information was stored. The front desk recommended that if I wanted, I could contact allergan directly since breast implants are reported to them as per FDA regulation: "https://www.accessdata.FDA.gov/cdrh_docs/pdf4/ p040046c.pdf it has been nearly 2 months since the beginning of this debacle. I now have a lump in my left nipple and dr. (B)(6) still hasn't given me my files I want these breast implants out. I am requested a breast MRI by dr. (B)(6) who performed my original surgery, and my new doctor who would be handling my surgery: dr. (B)(6). I cannot afford the breast MRI to visually see issues with the implants and their integrity. FDA safety report ID # (B)(4).